Event description:
It was reported that during insertion of a guide wire prior to an interventional procedure the guide wire passed through the center of a previously deployed (one to two months earlier) starclose clip pushing it into the vessel. The guide wire was removed, a new access site was created and a balloon was used to push the starclose clip back against the vessel wall. After the balloon procedure, blood flow was normal at the clip location on angiographic imaging. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. Additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The device being available for analysis may have aided in a more definitive determination. There was no reported information that the patient had any of the anatomic conditions listed under special patient populations in starclose se instructions for use. There was no report of any abnormal user technique regarding placement of the original clip. Based on the reported information, a definitive cause for an existing deployed clip being pushed into the vessel by a guide wire during a procedure is related to the operational context of the new procedure. A review of the device lot history record and a query of the complaint handling database could not be performed because the device was not returned and the lot number was not reported. There is no indication of a product quality deficiency.